Manufacturer narrative:
(B)(4). Approximate age of device - 3 years, 6 months. The explanted device is expected to be returned for analysis. It has not yet been received. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that around 4:30pm yesterday, the lvad system produced low flow and pump stoppage alarms. X-rays taken were reviewed by lvad team and two areas of shield breakdown approximately 4 inches from exit site were noted. Due to the pump stoppages happening on batteries, and a short-to-short expected, the team made a decision to perform a pump exchange. A subcostal approach was used off cardiopulmonary bypass, (cpb) with exchange of motor only was completed. The patient tolerated procedure well. No additional information was provided.